Event description:
Iabp was inserted. Six hrs after insertion the iabp console kept going into standby mode. There was no alarm but a message of "gas leak". When the catheter was removed, a safety check was completed on the console with no problems noted. A co rep from datascope hypothesized that there was a tiny tear in the catheter. The catheter was removed from the pt the next day and returned to co.

Event description:
Add'l info rec'd from MFR 5/9/01: the iab was received for evaluation intact with the exposed section of the membrane noted to be completely unfolded. Blood was observed on the exterior of the iab and within the inner lumen. No kinks were noted in the catheter or inner lumen. An 8 fr, 6" reinforced sheath/hemostasis valve assembly was returned covering the proximal membrane taper. No kinks were noted in the sheath tubing. Sheath related stress markings were observed on the membrane surface. Occult blood testing for the interior of the iab was found to be negative. The iab pumped satisfactorily on the laboratory system iabp at 100 and 140 bpm. No alarms were triggered. No leak was found in the iab to have caused excessive pump alarms. It was not possible to determine the exact cause of the reported difficulty based on the event description and examination.